Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported " it was reported that the balloon got ruptured during use with the specified volume. Therefore, a new device was used instead. No problems were found during the inflation test". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Event description:
It was reported " it was reported that the balloon got ruptured during use with the specified volume. Therefore, a new device was used instead. No problems were found during the inflation test". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.